Event description:
12/03/93 rptr had double lumen implants replaced with saline implants. Rptr also had reconstructive surgery on right breast due to a severe asymmetry. Rptr returned home that day and noticed the drain tube on the right side was full and the right breast was enlarged with blood (hematoma). Rptr went to dr's office and then to emergency surgery at hosp. Rptr has some scar tissue and hardening on the right breast and now the left breast has some asymmetry.